Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) fell really hard on the ice and the implanted neurostimulator (ins) migrated. The pt called their doctor and had x-rays done. The pt called in to find out which rep they were supposed to be meeting with and where to meet them as this information was not provided in the voice message they received. The pt was redirected to their doctor to set up an appointment with a rep. A rep responded to patient services email stating they spoke with the pt on february 19, 2025 and the pt was on the schedule to be seen. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unsupporting rationale: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-03 additional information was received. The reps reported the pt was seen by a rep on (B)(6) 2025. The rep stated that when they met with the pt on (B)(6) 2025, the pt reported the ins did not migrate. The rep interrogated the pt's system and they found no impedance issues. The rep did add two new programs to help provide better pain control. Both reps reported they were first made aware on 2025-feb-19.